Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. Customer's blood glucose level was not impacted.